Manufacturer narrative:
Model number/catalog number: 720185-01 serial number: n/a batch/lot number: 1100642159 model/catalog description: reservoir flat iz 100 ml unique identifier (UDI) # : (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of disfigurement and malposition of device was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a device that was not positioned correctly. A revision surgery was performed, during which a supersonic transport deformity at the glans was confirmed, and it was stated that the mispositioning was present immediately following the initial procedure and did not appear to be related to migration. Upon remeasurement, corporal measurements were reported to be unchanged, and it was believed that the mispositioning was most likely associated with dilation issues during the initial procedure rather than a device sizing or migration issue. The device was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 720185-01, serial number: n/a , batch/lot number: 1100642159, model/catalog description: reservoir flat iz 100 ml, unique identifier (UDI) # : (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The device instructions for use (IFU) was reviewed. The patient symptom of disfigurement was found to be listed in the IFU. A risk review was completed and confirmed that the event of disfigurement and malposition of device was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The reported patient symptom is a known risk associated with this device type.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a device that was not positioned correctly. A revision surgery was performed, during which a supersonic transport deformity at the glans was confirmed, and it was stated that the mispositioning was present immediately following the initial procedure and did not appear to be related to migration. Upon remeasurement, corporal measurements were reported to be unchanged, and it was believed that the mispositioning was most likely associated with dilation issues during the initial procedure rather than a device sizing or migration issue. The device was explanted and replaced. No further patient complications were reported.